Event description:
It was reported that when using the bd pyxis¿ es server, machine orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the cce (carefusion coordination engine) and verified that messages were being received during the reported timeframe but were failing to transmit to the es server. Interface logs were analyzed, which showed errors related to proxy authentication failures (http 407). The tss reviewed the proxy configuration using the relevant knowledge article "cce communication to es not working grpc proxy error 407" and validated that the proxy settings in cce. Additionally, cce services were restarted multiple times to restore communication, and system behavior was monitored to confirm message flow. Later the tss identified that issue was caused by incorrect proxy settings, which led to a communication failure between the cce and the pyxis es application server. The system functioned as intended after the technical support specialist troubleshoot the device.